Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08apr2020.

Event description:
The customer reported ventilator inoperable. It is unknown if the unit was in use on a patient, but there was no patient or user harm was reported.

Manufacturer narrative:
G4: 09apr2020. B4: 10apr2020. The manufacturer's field service engineer (fse) confirmed the reported issue. There was no patient involvement. The fse replaced the defective blower to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.